Manufacturer narrative:
(B)(4). The customer¿s report of IV set leaking was confirmed. The primary set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Further visual inspection of the filter vent under magnification observed no damages or issues. No leaks or disconnections were observed from the connection of the male luer and spiros adapter. Functional testing was performed and fluid leaked through the micron filter proximal vent. Pressure testing was performed and fluid leaked through the micron filter proximal vent at less than 4psi of air. No other anomalies were observed. The probable cause of the customer¿s report of a leak was due to the filter vent membrane being wetted out. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that the patient was receiving triple bag chemo (doxorubicin, etoposide, vincristine) and noticed the taxol filter line was disconnected from the spiros. The nurse found approximate 5-10 cc on patient shirt, sheet and floor. No harm to patient reported